Manufacturer narrative:
(B) (4). Occasional associations of abnormalities in hemostasis, which appear to be related to the formation of bovine thrombin product antibodies and subsequent cross-reaction with endogenous proteins are well known and part of the precautions in using such products. Bovine thrombin is immunogenic because of species-specific epitopes, resulting in production of anti-bovine antibodies with some degree of cross-reacting with human thrombin. This is why although exceptional, cross-species reaction with impact on coagulation factors cannot be ruled out. A contribution of floseal to the asymptomatic decrease of fibrinogen levels in this case cannot be ruled out. Re-exposure to bovine proteins should be avoided in this patient. Respective warnings and contraindications in the labeling are adequate. (B) (6), md safety officer; this is the first complaint of this nature reported for this product lot. This will be kept on file for trending purposes.

Event description:
The reporter states that a (B) (6) year old girl with congenital heart disease has had several surgeries, the last being on (B) (6) 2009. She received floseal and coseal during this procedure. She developed an abnormal coagulation screen with undetectable fibrinogen levels 8 days post op and her results remained unchanged until this week when the dr. (B) (6) was once again able to measure her fibrinogen. Coagulation follow-up shows no detectable fibrinogen. Dr. (B) (6) suspected antibodies to thrombin or fibrinogen - presence of antibodies confirmed by a modified (B) (6) assay. Dr. (B) (6) had originally understood that she had received a human thrombin product, but from what she was told by baxter it sounds as if this is likely to be incorrect and that she was treated with a bovine product. Dr. (B) (6) stated that we can confirm this from the lot numbers. Patient has been treated with cryoprecipitate, but with no increase in fibrinogen levels. Dr. (B) (6) stated that it is interesting that despite her very abnormal clotting she did not seem particularly haemorrhagic, but as there were concerns that she might require further surgery she was treated with IV immunoglobulin and high dose steroids with no apparent effect. The "inhibitor titre" now seems to be falling, so hopefully things will resolve without further treatment.